Manufacturer narrative:
Unit received with cracked case on display window corners, cracked lcd window, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing reservoir tube o-ring. Reservoir can be screw in but not lock into place.

Event description:
The customer reported via phone call that the reservoir cannot lock into the compartment. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the reservoir casing is broken and the reservoir is able to be screwed in but cannot be locked in. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.